Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient received unknown antibiotics (unknown dose, frequency, route) as treatment for the peritonitis. It was reported that the patient did not respond to the antibiotic treatment and therefore, on the same day as the receipt of this report, the patient¿s pd catheter was removed and the patient was started on hemodialysis therapy. At the time of this report, it was unknown if the patient recovered from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter pd disposable product. The device was not returned and the lot number was unknown, therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.